Event description:
It was reported to covidien on (B)(4) 2010, that a customer had an issue with a trellis device. The customer reports the distal balloon broke; it had a slow leak.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.